Event description:
It was reported that the implantable pulse generator (ipg) was heating during recharge, but there was no complaint of skin temperature increase. It was noted that the patient was getting the thermometer icon about an hour into a recharge session. The patient did not bring his recharger to pull codes from. It was noted that the patient was recharging on his bare skin while lying down. The patient¿s stimulation was successfully reprogrammed for better right leg and buttock coverage and the patient was given education about proper recharging, antenna use and placement. It was noted that there was also impedance testing performed. The cause of the issue was determined to be that the patient was directly charging on the skin. The patient was told to try the spacer or to at least put a t-shirt between the skin and antenna. The patient was to report back if he got anymore heating codes on his next recharging.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n318762, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).